Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist remoted into the server and found that the user account was not visible in the es user interface. A review of the database showed that the account had been marked as deleted. However, upon checking active directory, the user account was found to exist. Further investigation revealed that the account was not placed in the pyxis organizational unit, which was confirmed by reviewing the es website under interface, user domains, and groups. The specialist then contacted the customer's it team for further assistance. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one user was unable to login to pyxis devices and displayed error message could not authenticate. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es one user was unable to login to pyxis devices and displayed error message could not authenticate. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.